Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device migrated somewhere else in the body or embedded in the uterus') and device dislocation ('device migrated somewhere else in the body or embedded in the uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced embedded device (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant) and were found to have a pregnancy with contraceptive device ("still got pregnant"). At the time of the report, the embedded device, device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered device dislocation, embedded device and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pregnancy with contraceptive device, embedded device and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device migrated somewhere else in the body or embedded in the uterus') and device dislocation ('device migrated somewhere else in the body or embedded in the uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("still got pregnant"). At the time of the report, the embedded device, device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered device dislocation, embedded device and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pregnancy with contraceptive device, embedded device and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.